Manufacturer narrative:
The suction irrigator instrument will not be returned to intuitive surgical, inc. For failure analysis evaluation as the site discarded the instrument following the procedure. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the customer stated that the tip of the suction irrigator instrument was stuck inside the trocar. It was noted that the while attempting removing the instrument by force, the tip of the instrument fell into the patient. The piece was retrieved by surgeon during the procedure and the instrument was removed. The procedure was completed with no reported injury.